Event description:
It was reported that during ventilation of a patient the display of the evita4 went blank and the ventilator stopped ventilation. The user reported, that the device gave alarm. The technical dept. Of the hospital reported, that the patient needed additional medicaments.